Event description:
After placing the lead and removing the stylet, the hcp thought, the lead looked damaged. The insulation was broken. The lead was replaced. There was no pt injury or death. The pt recovered w/o sequela after removal.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.